Event description:
Therapist placed this res q pod which failed with excessive leak. Leaks with each attempt to ventilate the patient. Removed from patient without detriment to patient. Saved packaging as requested when equipment failed.

Manufacturer narrative:
No modifications or misuse of the device was noted upon receipt. Photographs of the device were taken and filed in the electronic (B)(4) and are labeled as returned product packaged, returned product in bags, and returned product 1-4. Nothing out of ordinary was noted. The function of the check valve, low flow, low airway impedance, and air loss flow of the device were tested and compared to the device performance specs. The test results for the check valve, low flow and low airway impedance were all within spec, with test values of 34 lpm, 0.73 lpm, and 54 lpm respectively compared to performance specs of greater than 20 lpm, less than 2.0 lpm, and greater than 50 lpm. The tested air flow of the device was tested and was measured and 14.9 lpm which is greater than the maximum allowed air loss flow of 2.0 lpm. The device was submerged in a mixture of water and dish soap, while pressurized, to identify leakage location(s). Leakage was noted at the ventilation port housing end of the device along the weld interface between the diaphragm holder (p/n 15-1610) and the vent port housing (p/n 15-0208-000), no other leakage locations were located. The weld interface was photographed and analyzed to look for anomalies. One anomaly was noted at the weld interface, the interface should appear to be a straight line between the two components and on this device the interface had a visible gap between the two welded components. To get a better understanding of the weld quality, the valve was disassembled. After disassembly, the weld energy directors were analyzed, the conclusion of the analysis was that this welding step did not occur on this device. This conclusion was arrived because none of the energy directors, on the four legs, of the diaphragm holder had deformation. Photographs of each of the four legs on the diaphragm holder were taken and placed in the network folder ((B)(4)).